Event description:
On (B)(6) 2024 there were 2 positive results with abbot determine-hiv 1/2 ag/ab combo. One was ab positive; the other was ag positive. The next day (B)(6) 2024, there were 2 additional ab positive results. All 4 were serum specimens. These 4 positive specimens were sent out to retest with abbot alinity and siemens chiv. Both methods generated negative results for all. We notified abbot about this issue. Their on-site representative tested 3 ab positive specimens and confirmed the same results as our technician's. There was no patient harm due to the 4 false positive results. The lab discontinued abbott determine-hiv 1/2 ag/ab combo method immediately. Reference reports: mw5166206, mw5166207, mw5166208.